Event description:
It was reported that a pump declared a cartridge change error, and the customer was unable to successfully load the cartridge onto the pump despite following technical support instructions. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on troubleshooting steps, but the issue persisted, leading to the decision that a replacement pump was necessary. After receiving the necessary agreement form from the customer, a loaner pump was sent, and the case was closed.